Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that display screen was faint during breakfast bolus and during lunch bolus, insulin pump was completely blank. Customer's blood glucose was 176 mg/dl. Insulin pump was not dropped. After changing battery, display screen returned very faint. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty lcd driver and faulty connector on mother board. No blank display or faint display noted. The insulin pump was received with minor scratches on lcd window.